Event description:
It was reported that original surgery date was in 2005. Dynesys construct from l2 to l5. The pt was being seen for a possible infection at the site. Fluid was drained and the surgeon decided to remove the implants. The l2 right screw was found to be broken during removal. Rep reported no bone graft or interbody device was used- non fusion case.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.